Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2021 and the suture was used. During surgery, the suture separated from the needle without using much force. No parts fell into the situs and there was no delay in surgery. A like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Were there any patient consequences? Customer confirmed that the issue did not have any consequences for the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2021-12508, 2210968-2021-12509, 2210968-2021-12510, 2210968-2021-12511, 2210968-2021-12512, 2210968-2021-12513, 2210968-2021-12515, 2210968-2021-12516, 2210968-2021-12517, and 2210968-2021-12518.